Manufacturer narrative:
Vyaire file identification : (B)(4). A vyaire field service representative went onsite and evaluated the device. Field service representative found the air amplifier loose and it was blocking the air flow thru the driver. Field representative replaced driver under warranty. Performed power supply check, alarm function check, calibrated pressure. Transducer and checked pneumatics function. Calibrated ddi board and driver controller. Run final test all tested ok according to factory specifications. Also run oscillator for 1 hour on same customer settings and it did not overheat.

Event description:
The customer reported device is overheating on the 3100 b ventilator. At this time, there is no information regarding patient involvement associated with the reported event.